Event description:
Pt sustained (reddened) burns to chest after the pt was defibrillated. These were under the defibrillation pads and were the size of the pads. One was on the right upper chest and the other on the left chest below the nipple. No treatment given.